Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure the blade detached from the device. The blade was retrieved. It is unknown how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Investigation summary: the instrument was received with a stryker, stamp, which is evidence of third party reprocessing. Since the device has been reprocessed by a third party we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Ees is no longer responsible for the reported malfunctions. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.